Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The device has not been returned to the manufacturer for evaluation.

Event description:
Sales rep reported sr8 system shuts down with 85% battery life displayed on the screen.

Event description:
Sales rep reported sr8 system shuts down with 85% battery life displayed on the screen.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shuts down with 85% battery life displayed on the screen was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for less than 5 minutes. The device was serviced, tested and returned to customer. A history review of serial number (B)(6). Showed no other similar complaint(s) from this serial number.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shuts down with 85% battery life displayed on the screen was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for less than 5 minutes. The device was serviced, tested and returned to customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported sr8 system shuts down with 85% battery life displayed on the screen.